Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with competitor's right ventricular (rv) lead exhibited high out of range pacing lead impedance measurement. Attempts to obtain additional information were unsuccessful. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) along with competitor's right ventricular (rv) lead continued to exhibit high out of range pacing lead impedance measurements. Additional information was unable to be obtained. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.